Event description:
(B)(6) customer purchased a contour next ez through a (B)(6) website and the meter was a us meter set to mg/dl. No adverse event was alleged. The customer was advised to return the meter for investigation. A replacement was sent.

Manufacturer narrative:
The returned meter was confirmed to be a us meter with units of mg/dl. It is likely the meter was made available on the (B)(4) website after it left (B)(4) control.